Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The screw was returned for evaluation with a fracture approximately 10mm below the neck of the screw head. All applicable dimensions of the screw were measured and determined to be within specification. Constructs are most prone to failure in the l5-s1 region due to the high loads at this level. It is possible the small diameter screw used at this level, in combination with any number of unknown factors, may have contributed to the reported issue. However, an exact cause cannot be determined.

Event description:
It was reported that a patient presented six weeks post-operatively with back pain. Images taken of the patient's lumbar spine revealed a creo screw had broken near the tulip interface at the right l5 pedicle.